Event description:
On july 12, 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: the da vinci hook cautery was used during a robotic nissen fundoplication with a hernia repair and cholecystectomy surgery. The scrub tech noticed a piece of the instrument fell off in the patient. The piece was retrieved by the physician and given to the nurse along with the instrument. No harm was done to the patient. The instrument was sent down with the broken piece along with the lot number and other needed information. The resource nurse was notified.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the ceramic sleeve was broken at the base of the hook. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. On (B)(4) 2012, isi's clinical sales representative (csr) reported that during a da vinci si nissen fundoplication procedure a piece of plastic broke from the distal end of the permanent cautery hook (pch) instrument. On (B)(4) 2012, the csr reported that no piece from the reported affected instrument fell into the patient. Based on the additional information provided by isi csr, it was determined that the reported incident was not reportable to the FDA, as the reported device malfunction did not meet the code of federal regulations' guidlines of causing or contributing to a death, serious injury or likely cause or contribute to a death or serious injury if the malfunction were to recur. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.